Event description:
There was an allegation of questionable glucose results from accutrend plus meter serial number (B)(4). At 8:20am the result was 108 mg/dl. At 8:25 am the result was 124 mg/dl. At 8:34 am the result was 141 mg/dl. The same fingerstick was used to obtain all three tests. None of the results were believed to be correct.

Manufacturer narrative:
The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Manufacturer narrative:
No material was returned by the customer. Retention samples of glucose lot 48192609 were measured with retention controls and 3 edta blood on reference devices which were compared to a laboratory method. All results were within the control range. No significant differences from reference devices to lab method.